Manufacturer narrative:
On (B)(6) 2011, the bed passed quality control (qc) checks and met specifications prior to patient placement the same day. On (B)(6) 2011, the bed was returned to the kci service center. On (B)(6) 2011, the bed passed qc checks and met specifications. There was no malfunction or defect found with the bed. Product labeling on line and in print states: monitor patients frequently to guard against patient entrapment and migration. Use or non-use of restraints, including side rails, can be critical to patient safety. Consider not only the clinical and other needs of the patient but also the risks of death or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories. Serious injury or death can result from the use (potential entrapment) or non-use (potential patient falls) of side rails or other restraints.

Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, the patient was placed on her right side with a support pillow placed between the patient's upper back and the mattress, facing the right patient head side rail. Approximately 30 minutes later the patient's monitor alarmed bradycardia. The patient was found wedged between the patient right head side rail and the mattress on her left side facing the mattress. The patient was unresponsive and CPR was initiated. The patient was moved to the ICU and subsequently died on (B)(6) 2011, as a result of anoxic brain injury.